Event description:
The physician was performing a percutaneous transforaminal lumbar interbody fusion (tlif) surgical procedure at the l5/s1 disc space. While using the articulating curette surgical instrument to perform a discectomy, the physician inadvertently penetrated the annular wall and punctured the vena cava with the instrument. The patient's blood pressure reportedly increased then decreased quickly. The patient's position was modified to supine and the abdomen opened to access the vena cava. The damage to the vena cava was successfully repaired and the patient's condition was stabilized. There was no further attempt to resume the tlif procedure and it is not known whether a second operation is planned. The patient was reportedly doing "very well" following the procedure.

Manufacturer narrative:
Based on new information received by spineology, the following updates are being made to the event description initially reported under section b5. This update replaces the event description reported in the original MDR. The surgeon was performing a transforaminal lumbar interbody fusion (tlif) at l5-s1. While using the articulating curette surgical instrument during the discectomy, a change in the patient's blood pressure was noted along with excessive bleeding in the disc space. It was suspected that an unspecified instrument used during the discectomy may have penetrated the lateral wall of the disc space which resulted in an injury of the iliac vein. The disc space was packed and watched for an unspecified amount of time after which the physician decided to abort the procedure, close the wound, and discharge the patient to the floor for observation. The patient was sent home 2 days later but returned to the hospital 3 days after that discharge with pain and swelling in the left leg. The patient was taken back to the operating room for exploratory surgery which identified that the left iliac vein was damaged extensively. The physician ligated the left iliac vein. No further information is available about the patient's current condition. Based on this additional information, it is important to note that the following information reported in the original MDR was incorrect: the vena cava was not punctured, the patient's condition was not life-threatening, and the physician did not pursue immediate additional surgical intervention during the initial surgical procedure.